Manufacturer narrative:
Batch review performed on 19 november 2018: lot 1410927: (B)(4) items manufactured and released on 26 june 2014. No anomalies found related to the problem. To date, (B)(4) other similar events have been already reported on items of the same lot. Visual inspection performed by r&d project manager: the part analyzed is according to the event described. The tip of the tap is broken. The hardness of the part failed during surgery has been analyzed, the hardness is compliant to the specifications. The root cause of the failure could be the excessive lateral bending applied to the instrument. According to the shape of the fracture surface, the failure mode could not be due to torsion (or axial load due to torsion typical of screw-nut coupling) because in this case, the failure should have occurred at the end of the thread. In similar cases, an instrument with a universal joint should be used. Taps with universal joint are already present in medacta instrumentation. Clinical evaluation performed by medical affairs director: intraoperative tip fracture in a tap meant to prepare the thread in the vertebral body for alif fixation. There is no clinical cause that can be identified; the technical analysis is left to the competent department. The surgeon decided that it was best for the patient not to retrieve the broken fragment. The potential clinical consequences of this choice, which left the fragment inside the bone, are unknown. We have no direct knowledge of any problem occurred in similar situations.

Event description:
When using the tap straight in the usual manner to prepare the hole for the screw, the tip of the tap broke off. The broken piece remained in the patient but to date there was no necessity to do another surgery and there was no delay in the course of the current surgery as well.